Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered multiple inappropriate shocks in a single episode due to oversensing of electrocautery noise during a scheduled unrelated procedure. Technical services (ts) analyzed device episode data and found that therapy was exhausted during this episode and one shock induced ventricular tachycardia (vt). Since therapy was exhausted the patient had to be externally rescued and did recover. It was noted that a magnet was not used. Ts discussed a device interaction with the programmer regarding anti-tachycardia pacing (atp) and the vt-1 programmed zone which caused confusion with the boston scientific field representative. No additional adverse patient effects were reported. Currently, this ICD remains in service. Additional information was received that this ICD was explanted due to therapy upgrade downgrade. A different device was implanted and remains in service.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered multiple inappropriate shocks in a single episode due to oversensing of electrocautery noise during a scheduled unrelated procedure. Technical services (ts) analyzed device episode data and found that therapy was exhausted during this episode and one shock induced ventricular tachycardia (vt). Since therapy was exhausted the patient had to be externally rescued and did recover. It was noted that a magnet was not used. Ts discussed a device interaction with the programmer regarding anti-tachycardia pacing (atp) and the vt-1 programmed zone which caused confusion with the boston scientific field representative. No additional adverse patient effects were reported. Currently, this ICD remains in service.